Event description:
Per the clinic, the patient experienced a loss of connection to the internal device, which was resolved by switching external equipment. However, as the patient's contralateral device was being explanted, the decision was made to explant this device as well. The device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).